Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had a loss of therapy. The rep was unable to interrogate the ins with his tablet, but the office had a clinician programmer available, so he tried that and indicated that all her patient information was gone. The rep checked impedances and all were 16,000 ¿ 24,000 ohms with no viable programming options. The rep noted that the patient had an 80-pound weight loss. Additional information was received from the rep on january 22, 2020. They reported the information was discussed with the physician. It was reported that the cause of the reported issues was not yet determined. X-rays were taken but there were no obvious fractures or disconnections seen with the leads. The physician determined they would need to schedule surgical intervention to do further troubleshooting and determine the cause of the reported issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductors were broken; 17.7 cm from the distal end of the distal segment. Analysis identified that the outer insulation was broken in the body of the lead. Analysis identified that the #0 electrode was missing. Product ID: 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductors were broken; 40.7 cm from the proximal end of the lead. Analysis identified that the #0 electrode was missing at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that both of the patient's leads had been replaced. Both leads had a contact broken off as well as one of the lead was completely broken between the anchor and the ins. After the lead replacement the rep was able to run a connectivity check and impedance check. Both came back good, and the ins was not replaced. No further information was reported.